Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with pain and some light sensitivity in the right eye approximately two weeks post photorefractive keratectomy (prk). The patient noted pain improved with bandage contact lens. The patient was noted to have post prk corneal erosion and a new bandage contact lens was placed on the eye. The patient is to continue the topical steroid eye drops on a taper, use artificial tear drops as needed, and to begin sodium chloride hypertonicity ophthalmic ointment once the bandage contact lens is removed. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).